Event description:
The iab was inserted into the pt on 11/7/96. On 11/8/96 after iabp for 24 hours, blood was noted in the balloon cahteter. The iab was removed and a second was inserted into the pt. Event complictions: none from the event - reported 11/11/96. (Pt's current status: iabp support-rpt's 11/11.)

Manufacturer narrative:
Device label code for f10. Position 2: 1701. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical apperance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.